Event description:
It was reported while using one bd vacutainer® push button blood collection set, blood leaked from the non-patient needle into the holder. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. Investigation summary: bd received fifty (50) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 30 customer samples along with 30 retention samples from bd inventory, were evaluated by functional testing and the issue of sleeve leakage was observed in the customer sample as one failed testing due to poor sleeve recovery. For the retain testing, all samples passed testing exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.